Manufacturer narrative:
There were two other complaints reported in the lot number. There are 2 medical device reports for this event. This report is for the left eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There are 2 medical device reports for this event - this report is for the left eye additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following implantation of an intraocular lens (iol) patient experienced bad halos, blurry vision, was not able to enjoy christmas lights, can¿t drive at night and was disappointed. Additional information was requested.